Event description:
On (B)(6)/2009, the pt's mother reported that 3 times over the past 3 months, the pt's insulin infusion "transfer set has snapped off" at the top of his infusion device (competitor product). She stated, it breaks where the tubing connects to his device and cannot be reattached. She stated the issue occurred twice while he was sleeping and the 3rd time while he was playing flag football and another player pulled his device out while reaching for the flag. The most recent incident was this morning. She stated the issue was noticed and the infusion set was replaced. The tubing came from different boxes and she discarded the tubings and the boxes. She said, she does have a piece of tubing from the pt's current box. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.